Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen failed calibration. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen failed calibration. The customer requested the part number of the touchscreen. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace. Device evaluation and repair are pending.